Manufacturer narrative:
One device was returned for repair in used condition. Visual inspection found scratched lens, damaged overlay, damaged upstream occlusion (uso) seal and peeling downstream occlusion (dso) seal. This device has not been in for service in the review period. There was no applicable evidence to review in event history. Replaced the dso seal, uso seal, lens/seal, keypad, overlay and rear label. Updated software. The device passed all functional tests after the repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a torn membrane and scratched lcd display. There was unknown physical damage/mishandle abuse reported. The date of event was on (B)(6)2024. There was no delay of therapy. There was no patient involvement and no harm/adverse event reported.